Event description:
Additional information was received and it was reported that the patient was able to get the cd to play and it was unrelated to the therapy.

Manufacturer narrative:
Date of event is estimated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer's family reported that the cd was not playing. It was indicated that the patient was patient was having infection while collecting urine in the bag. The indications for use for this patient were urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.